Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis found that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause was attributed to a component failure. Additional observation(s) not reported by site included the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables was attributed to a component failure. The instrument was found to have indentations on the edge of the distal idler pulleys. The root cause of mechanical indentations/burrs instrument distal pulleys was typically attributed to mishandling/ misuse, such as instrument collisions or impact from an external object. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to mishandling/ misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the permanent cautery spatula instrument (part# 420184-14/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was found to have a broken cable. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell inside of the patient. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.